Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Patient's mother reported that the headsets are not sticking. Patient has gone through 7 headsets in the last 2 days. Mother is making allegation that the adhesive is not as sticky as usual and this particular set is faulty. Nothing to be returned as faulty product has been disposed of. No adverse event alleged.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.